Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient claimed that every day at a certain time they "felt something" with their heart. They stated it lasted about ten minutes. The implantable pulse generator (ipg) was reprogrammed with sensing assurance turned off and they lowered the lower rate which resolved the symptoms. The device remains in use. No patient complications have been reported as a result of this event.